Manufacturer narrative:
Testing and investigation found that the device did not pass the sdram test which may have caused the customer's reported whitescreen error. This is due to the hardware module. This report represents all the information known by reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, after the device was powered on, the device alarmed with a whitescreen error. There were no reports of adverse patient events and no reported delay of critical therapies while the device was in clinical use. Though requested, no additional information was provided.